Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer's blood glucose level was impacted (over 300 mg/dl). The customer delivered a correction bolus. During troubleshooting with tandem technical support (cts), it was confirmed that the customer was able to change out the cartridge and resume insulin successfully prior to the call.